Manufacturer narrative:
Based upon the info received and the visual examination, it could not be determined why the instrument's blade reportedly "would not expose" during surgery. The instrument was received with the reset button in the unarmed position, but the instrument was not locked-out. The instrument would not lock-out when tested. The endcap was disassembled and no anomalies or deformities were observed. No conclusion could be reached as to how this had occurred. Co strives to understand each incident as it occurs in an effort to continuously improve co's products. Appropriate engineering and mfg personnel have been informed of this incident.

Event description:
During a bilateral tubal ligation the 511s trocar was armed and an attempt was made to insert it through the abdominal wall. The surgeon was unable to have the device penetrate the abdominal wall due to the safety would not retract and the blade would not expose. A second device was opened to complete the case. There was no consequence to the pt.